Manufacturer narrative:
An ipg reaching end of life was reported to abbott. The implant replacement operation has been successfully completed. The ipg was discarded before it was sent for evaluation. Stimulation settings are not available. In absence of complete stimulation parameters and settings, it is not possible to perform an accurate longevity calculation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the ipg¿s longevity estimation could not be accurately determined and a single definitive root cause for the issue encountered was unable to be conclusively determined."

Manufacturer narrative:
The event date is estimated.

Event description:
It was reported the patients ipg reached end of life. On an unknown date. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced addressing the issue.